Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure of the spine, it was observed that the motor device and the console device displayed an "e8" error message while in use together. It was not reported if there were any delays to the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the console device had a damaged component - connector and pin broken at the main plug. It was also noted that the device failed pre-test for motor lock, hand control, rotational speed motor, rotational speed, motor 2, air pump test, irrigation pump, foot pedal, manual speed and resistance.. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction. The date the device was returned to the manufacturer was reported as (B)(4)2017 in the initial report and has been updated to (B)(4) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: further evaluation determined that the reported condition of the device displaying an e8 error console could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a broken ground lug consistent with excessive force dropping/hitting device when it¿s plugged in, causing the grounding lug to break off. This was further classified as component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.